Event description:
It was reported to philips that the device gave error code 1134 check vent blower stalled. This event was reported to have occurred during patient use. The patient was placed on an alternate ventilator. There was no patient harm reported. The customer spoke with a philips remote service engineer (rse). The customer stated the blower rpm stays at 3000 when the pressure is set to 10. The customer requested an onsite evaluation. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the blower assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.